Manufacturer narrative:
E1: patient city:(B)(6) patient country: united kingdom.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The infusion set was in use for 1 day. No further information available.